Event description:
Patient tested inr on the suspect device and received a normal reading approximately 2.5. Two days later went to the ER where they were diagnosed with a brain bleed. Inr per the laboratory was 7.0. Patient was admitted to the hospital.